Event description:
It was reported that the pump declared alarm 31 during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in loading a new cartridge, but the cartridge alarm recurred, and the customer was advised to speak to their clinic as the pump was out of warranty.